Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the trial patient had the trial stimulation or (B)(6) 2014. It was noted ¿it went well until they removed the lead.¿ the patient noted ¿within an hour¿ of removing the lead, they had a reaction. The patient went to the emergency room that night. A diagnosis of contact dermatitis was made in the hospital, and the patient took ¿meds that were to help.¿ the patient experienced pain, burning, and ¿felt very ill.¿ the patient saw their primary care physician the next day and was diagnosed with an infection. The patient reportedly had cellulitis. The patient then went to a dermatologist. It was noted the adhesive tape was originally thought to be the cause. Skin testing was performed and the patient was reportedly not allergic to any adhesives. It reportedly ¿came back to nickel.¿ it was noted by a process of elimination, they tested the patient¿s skin. They used adhesive, betadine and then the lead. The patient was reportedly not allergic to the betadine because she had 3 nerve blocks and 2 other surgeries without a problem. It was noted ¿the only thing left is the lead.¿ the patient reportedly experienced a 5x5 inch rash over the trial lead site/location that became blisters. The physician stated it was a ¿severe¿ case of contact dermatitis. The symptoms had a sudden onset, beginning within 1 hour after the trial lead was removed. The trial reportedly went fine and ¿really helped¿ the patient, but then they developed ¿this horrible rash that went into an infection.¿ it turned into an infection because the blisters leaked into the open wound. The patient was reportedly sick for 3 weeks. It was also noted the patient was now ¿a really high risk¿ for a spinal infection of they proceed with the implant. Additional information received reported the patient had a reaction on her back that started with ¿a little itching¿ and continued to get worse. The patient had a bright red rash (5x5) around where the leads were. The patient became so ill from the reaction and very weak, she went to the ER. The patient was given a steroid cream that burned. The patient was told at allergy testing that she was allergic to nickel, fragrance, and ¿propolis.¿ the patient reportedly had an appointment with the physician tomorrow, (B)(6) 2014.